Event description:
The device was used during a mastectomy procedure. Reportedly, the clips did not load or advance properly. The surgeon applied another device to complete the procedure. The hosp has reported no patient injury occurred.